Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09737. It was reported the patient has been experiencing a burning sensation at the ipg pocket site when his ipg battery is at half capacity or less. This happens when stimulation is in use. The patient also indicated the sensation subsides when the device is fully recharged. Additionally, the patient also reported he is experiencing ineffective stimulation coverage in his hips. X-rays showed the lead is positioned sideways in the space where only a couple of electrodes are in contact with the body. The patient is working with his physician to determine a resolution to the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.